Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 2 months post-implant, it was reported that the patient had an increase in ldh levels. Heparin and tissue plasminogen activator (tpa) was initiated; however, no improvement was seen and the patient had no urine. The patient was taken to the operating room for a pump exchange and during the exchange it was reported that pump thrombus was visually confirmed.

Manufacturer narrative:
The explanted device was being returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.